Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the device. It was not reported how the procedure was completed. No adverse consequences reported. Would not staple but cut. During a procedure on a coelioscopy colon (patient: man born in (B)(6)) the device worked properly with its initial cartridge. The surgeon used a first reload closed the device, waited 15 seconds and then fired the device. He noticed that the device cut, but not stapled at all. Consequences for the patient: stomy. The surgeon performed the anastomosis by manual suture and performed a protective ileostomy (for three months before decided to restore) to date (B)(6) 2011, the patient is well. Additional followup: we asked the surgeon if he noticed any staples into or on the tissues or outside the patient in the operative area but he answered us that he did not found any staple when he needed to perform a manual suture.

Manufacturer narrative:
(B)(4). Articulation gear teeth and articulation rack the analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality with test reloads on the three articulated positions; on the right side it fired, cut and formed the staples as intended. However, on the left and center side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth and the articulation rack were found damaged. While no conclusion could be reached on what caused the damage on the articulation mechanism, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.